Manufacturer narrative:
Concomitant product: product ID 8703w, lot# l81806, implanted: (B)(6) 2000, product type catheter. (B)(4).

Event description:
It was reported the patient was admitted to the hospital on (B)(6) 2013 with a pump pocket that was warm to the touch, tender, and red. A pump pocket infection was suspected (date of onset (B)(6) 2013). The patient was going to be treated with antibiotics and possible dose titration if it was determined necessary to explant the pump. The patient had recently undergone a pump replacement procedure on (B)(6) 2013. The patient status at the time of the report was noted as alive, no injury. The pump was used to deliver lioresal. Additional information later reported the patient was taken to surgery on (B)(6) 2013. During surgery, the pump pocket was irrigated and antibiotic beads were placed. The patient also received intravenous antibiotics. The pump was functioning appropriately. The drug therapy appeared effective. Additional information reported the patient had a confirmed (B)(6) infection in the pump pocket. During the surgery, the pocket was cleaned out; the beads that were placed were specified as being ¿vanco beads¿. An infectious disease physician was helping to manage the patient. As of the date of the report, the pump system remained implanted.

Manufacturer narrative:
Analysis of the pump found no anomaly.

Event description:
Additional information received reported that the pump was removed on (B)(6) 2014 due to infection in abdominal pocket. It was noted that there was no patient death.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.